Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing in response to supraventricular tachycardia (svt) being diagnosed as ventricular tachycardia (vt). Additionally, noise was observed on the device, however it was not suspected to have caused any inappropriate therapy. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.